Event description:
Add'l info rec'd from MFR 8/12/03: catalog number: 00-5044-002-00 hall series 3 oscillator saw. The customer contacted linvatec on june 13, 2003. Linvatec does not consider this event an MDR reportable event. The customer did not report a death or an allegation of a serious injury. Additionally, since the first date of distribution in 1982, there have not been any events that were MDR reportable for this product. It was reported to linvatec on june 13, 2003, that all internal components were retrieved and accounted for at the time of the procedure. Further review of this device shows it was manufactured in march 1991. After the customer called explaining that device components had detached during use, the actual device was received at linvatec on june 19, 2003 for a detailed investigation. When the device was received at linvatec, the brake assembly was detached. Upon detailed review of the device, co has documented that the returned device has been subjected to an unknown 3rd party repair facility. Linvatec has not approved any source for service or repair of these type devices. Co did note and find the extensive use of non-OEM sealant and grease through all sub-assemblies of the device. Due to the brake assembly being detached when the unit was received, linvatec cannot determine how this 3rd party repair facility installed the brake assembly that caused it to detach during use by the customer. Co has also reviewed its internal service/reapir records for this serial number, catalog number 00-5044-002-00, and finds that it has not been returned to linvatec for service since july 1999. Because the customer reported that all components were accounted for, linvatec does not consider this to be a reportable event. There was no injury, death or malfunction that linvatec can detect. Linvatec has also responded to the customer of its findings and has advised the customer that linvatec does not have any outside service or repair facility other than linvatec and also that the service (preventive maintenance) interval for this device is recommended annually. Linvatec received a medwatch report from the facility in june 2003 for this event and entered the report into its complaint handling system under co's rg number 708011. Linvatec has closed the complaint and considers the file complete with no further action required.

Event description:
During surgical procedure. Hall oscillating orthopedic saw malfunctioned. The rear portion of the saw "blew out". Three pieces of component wire scattered across sterile field. Immediately redraped gowned and gloved. Replaced unit. Search of field was done to retrieve all parts. Pre-operative antibiotics had been given. Bacitracin irrigation was then used in wound.